Manufacturer narrative:
Date of report; 14jan2019. Date received by manufacturer: 04dec2018. The customer reported that a faulty power supply was replaced and the issue was resolved.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15nov2018. The customer per formed remote troubleshooting with philip's field service engineer and requested a quote for onsite service. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit would not turn on with alternating current or battery power. There was no patient involvement. The event date was not specified; estimate used.